Event description:
It was reported the patient had been worrying about their device for a long time. The patient was going to the bathroom more than expected. The patient had met with a new urologist and representative and was reportedly told the implantable neurostimulator (ins) battery would need to be replaced soon, but did not give a reason why. It was unknown when this occurred. It was stated that it was working fine, so the patient was ¿leery¿ of that answer thinking ¿they did not know what they were talking about¿ and wanted to find a different doctor. The patient¿s battery had depleted. The battery depletion was normal, but had not been explanted. The patient experienced retention and a urinary tract infection. The patient¿s symptoms were ongoing.

Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3093-28, lot# j0236900v, implanted: (B)(6) 2003, product type: lead.